Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving a shock. A review of the device data identified the shock was inappropriate due to oversensing. Diminished sensing measurements were noted in addition to noise which could be reproduced. A revision procedure was performed and this system was removed from service. The device was explanted and the electrode was surgically abandoned. No additional adverse patient effects were reported.